Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: during investigation, the black box verified 2 loss of prime events with force equals zero. Investigation was unable to reproduce loss of prime warnings. The force sensor calibration was within specification. The pump cover was removed a a crack force sensor trace was found at the force sensor pins. The battery compartment was found to be cracked. The cap was unable to fully secure due to a crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.